Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient needed an MRI and do not have MRI mode. Confirmed handset is an hh90g01 without MRI mode. Troubleshooting sent a replacement handset and called caller back to let them know. Agent emailed rep that the patient will need reprogramming. Caller also indicated that they are not getting any benefit from the therapy beginning over the summer of 2022. They have worked with the hcp and tried all 7 programs, some more than once with no benefit. The caller reported having a fall to their knees, but nothing they feel that would impact the system. The caller worked with medtronic rep over the phone on friday (B)(6) 2022 about this as well. An email was sent to the repair department. Additional information was received from the patient. They were going to have an MRI but their handset shows: "implant information required please contact your clinician." It was reviewed that they must take the equipment to their doctor or manufacture representative (rep) to have their MRI potential imputed. They said they would cancel the MRI and call their doctor. The patient repeated the same information about their stimulator not helping their symptoms which was already reported in this case, adding that they "get nothing" on program 7 at 4.0 and clarified they do not feel any stimulation even when they have increased to 8. They suddenly started having urinary tract infections (utis) and are up and voiding a lot during the night. They went through all the programs and cranked them up but felt nothing. They always felt some kind of pulse in the past but was getting no sensation at all. They have been to the physician assistant (pa) and spoken with the manufacturer representative (rep) about it. This happened after they fell on their knee about a year or so ago.